Event description:
Mitek vapr lds electrode was being used in a procedure for approximately five minutes. The co's sales representative was in the case and noted that the metal casing came free from the device. The doctor instantly retrieved the metal fragment from the joint. Situation did not cause any patient injury. If this were to recur and the fragment was not removed from the joint there is the possibility that patient injury could potentially occur.